Event description:
Procedure type: end-end anastomosis, large bowel. According to the reporter: the device was stuck on the tissue after firing and could not be remove from the intestine immediately. Pt was involved without injury. Operative time was extended by 30 minutes or more.

Manufacturer narrative:
(B)(4).